Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were low sensing values, a possible lead dislodgement, and that capture was unable to be verified in the left ventricular (lv) lead. It was further reported that there was diaphragmatic stimulation at a low voltage and that programming attempts were made. The lv lead was programmed to non-therapy mode. There were no patient complications reported as a result of this event.